Event description:
It was reported that during an unk procedure, when the max button was pushed, the device could not cut and seal. Another device was used to complete the case. There were no adverse consequences to the pt. The device was discarded.

Manufacturer narrative:
(B) (4). (B) (4). Info not available, device not returned for analysis.